Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the replacement of an ICD (is1), implantation of ICD talentia, and reconnection of the previous rv lead (is1), the physician didn't succeed to insert completely the lead inside the device connector. Several screwing attempts were performed, all unsuccessful (the lead was not correctly tightened). Then the physician tried to unscrew the screw (in case of the screw was already too screwed), with 3 different screwdriver, successfully. The device was not implanted.

Manufacturer narrative:
The device was not implanted and returned for analysis electrical tests - upon reception of the device, pacing pulses were generated appropriately by the device and no abnormalities were noted when analyzing the device parameters. The device was submitted to an electrical test corresponding to the test performed at the end of the manufacturing process and no anomalies were observed (taken into account battery level) connection system analysis - visual inspection did not reveal any non-conformity on the external parts inspection of the connector cavities revealed - regular tightening marks on the ventricular df1 setscrew tip, - no regular tightening mark on the ventricular svc df- 1 setscrew tip and atrial setscrew tip were noted - the ventricular is1 setscrew was partially screwed and visible from the port. It was impossible to screw off the ventricular is1 setscrew tip. The hexagonal cavity was found damaged the atrial and ventricular setscrews were then repositioned (approximately) at the level defined at the end of the manufacturing process. For atrial, ventr df1, ventri svc df1 : insertion of an is-1 and def1 gauge established that the dimensions of each device connector port conformed to established dimensional specifications. With a lead fully inserted into each port, tightening of the atrial and ventrdf1 and svc df1 setscrews with a duplicate torque-limiting screwdriver resulted in appropriate connection, confirmed by the clicking of the screwdriver and subsequent lead pull tests for ventr is1, it was impossible to perform the test due to impossibility to screw off the setscrew review of manufacturing records revealed that the device was manufactured and released accordingly to all applicable procedures it was impossible to screw off the is1 ventricular setscrew tip due to the hexagonal cavity damaged. The hexagonal cavity was most probably damaged during the using the screwdrivers (including no mp screwdriver), during device implantation.

Event description:
Reportedly, during the replacement of an ICD (is1), implantation of ICD talentia, and reconnection of the previous rv lead (is1), the physician didn't succeed to insert completely the lead inside the device connector. Several screwing attempts were performed, all unsuccessful (the lead was not correctly tightened). Then the physician tried to unscrew the screw (in case of the screw was already too screwed), with 3 different screwdriver, successfully. The device was not implanted.